Event description:
Pt status post t8-10 corpectomy, implanted with dual opening screw and rods t5-t7 and uss screws t11, t12, l11, returned to the surgeon with complaint of back pain. An x-ray showed a broken rod left side above t11. Surgeon removed hardware and revised pt to two (2) rods, new locking caps and one transconnector.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to provide the date of manufacture without a lot number provided or subject device returned. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review cannot be requested.